Event description:
When using the resolution 360 clip, the deployment of the clip worked properly but the part of the device that deploys the clip fell off and is free floating. Clip attached properly but a small piece broke off and is free floating. FDA safety report ID # (B)(4).